Manufacturer narrative:
The customer reported to the remote service engineer (rse) that the touchscreen was working intermittently. The rse provided the customer with the part identification (ID) of the touchscreen for repair upon request. The customer replaced the touchscreen and confirmed that the issue was resolved. The device passed required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60, indicating that the touchscreen does not always work. It was reported that there was no patient involvement at the time the issue was discovered. The customer reported to the remote service engineer (rse) that the touchscreen does not always work. The rse provided the customer with the part identification (ID) of the touchscreen for repair.